Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when spectrum pumps run secondary infusions at rates greater than 125ml/hr the nurses observe drops falling from the primary container. Per their policy they use a clamp on the primary container to prevent this. There was no report of patient injury or medical intervention associated with this event. No additional information is available.